Manufacturer narrative:
Device evaluation summary: the medtronic filed service engineer evaluated the ventilator, verified the reported issue as o2 (oxygen) sensor oor (out of range) and replaced the direct current (dc)-dc converter printed circuit board (pcb). The engineer updated the ventilator to the latest software revision. The ventilator has passed all testing per manufacturer's specifications and was returned to the customer. One dc-dc converter pcb was returned to medtronic for further analysis. A visual inspection was carried out, no anomalies were observed. The dc-dc pcb was attached to the failure investigation test ventilator for analysis and the ventilator was powered up. The ventilator passed all testing without any errors. The ventilator was placed into ventilation mode and observed that the ventilator generated a ¿vent inop¿, ¿safety valve open¿ alert condition with an error codes. The cause of the observed condition was determined a component on the dc-dc converter pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the oxygen (o2) sensor for a 980 ventilator failed calibration. The ventilator was not in use on a patient at the time of the reported event.